Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the customer was unable to exit the preparing to prime loop. Troubleshooting was done for the insulin pump issue. Customer reported that they did not receive second series of beeps nor did numbers appear on the screen. Troubleshooting was done for keypad anomaly and low battery alert. Customer mentioned that the time did advanced on the insulin pump. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.